Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes and also reported that they experienced high blood glucose level of 513mg/dl. The customer's blood glucose was 438mg/dl at the time of incident. Customer had symptoms such as nausea and chest pain. Customer treated with insulin pump and syringe. Customer was assisted with troubleshooting for no delivery. Customer reported during manual prime when insulin had to be pushed through tubing with plunger that the insulin does not exit and there is greater than normal resistance with plunger push. Initial troubleshoot for no delivery found insulin pump to be working as designed, but during troubleshooting for high blood glucose, the insulin pump alarmed no delivery again. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The reservoir will not be returned for analysis.